Event description:
During an in-clinic follow-up, increased threshold and decreased sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was confirmed. The patient was stable and will continue to be monitored.